Event description:
It was reported that on (B)(6) 2013, the 2.5 x 38 mm xience xpedition stent was implanted in a heavily calcified and moderately tortuous lesion in the ramus vessel. On (B)(6) 2013, the patient troponin levels were elevated and angiography found proximal stent thrombosis in the xience xpedition stent. Dilatation was performed and an additional stent was placed to treat the thrombosis successfully. The physician commented that he believed the patient had plavix resistance; therefore, the medication was changed. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the xpedition everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.